Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w1sr01 ipg. Implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain at the incision site that had been progressively worsening. Increased redness at the implant site and a subjective fever and chills were noted. An implantable pulse generator (ipg) pocket infection was indicated. The patient was treated with intravenous (IV) antibiotics and the infection site began draining with serosanguineous drainage. The ipg system was extracted with pus noted in the pocket. Cultures from the pocket tested as staphylococcus aureus. The patient continued on IV antibiotics and then transitioned to oral antibiotics at discharge. There is no indication the patient will receive a new pacemaker at this time. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.